Event description:
Caller reported that their pump experienced a malfunction as the screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.